Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (batch no. A36523) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details:- the left tubal ostium was visualized and the essure microinsert placed without difficulty with 3 coils being visible. The right tubal ostium was visualized and the essure microinsert placed without difficultly with 3 coils being visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: bilateral fallopian tubes without significant abnormality. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 36-year-old female patient who had essure (batch no. A36523) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details:- the left tubal ostium was visualized and the essure microinsert placed without difficulty with 3 coils being visible. The right tubal ostium was visualized and the essure microinsert placed without difficultly with 3 coils being visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: bilateral fallopian tubes without significant abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.